Manufacturer narrative:
The d4 catalog number and the primary UDI number were updated. The calibration and qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed abnormal aspiration and qc results out of range alarms. The field service engineer (fse) performed weekly maintenance, a precision test, calibration, and qc successfully. The fse found that the root cause of the event was consistent with insufficient customer maintenance. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
The na electrode lot number is t7582. The expiration date was not provided. The customer replaced all electrodes on the analyzer and performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 3 patient samples on a cobas pro ise analytical unit. The customer was prompted to repeat the patient samples as they were receiving delta checks on patient results and that after rerunning qc, it was outside of the acceptable range. For patient 1, the initial na result was 146.9 mmol/l. The sample was repeated on another analyzer and the result was 136.9 mmol/l. For patient 2, the initial na result was 152.7 mmol/l. The sample was repeated on another analyzer and the result was 141.2 mmol/l. For patient 3, the initial na result was 142.9 mmol/l. The sample was repeated on another analyzer and the result was 130.9 mmol/l. The repeat results were deemed correct.